Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31363219l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced complete atrioventricular (av) block that required temporary pacemaker. First, it was reported that the "acl" cable of the reference patch had a wire breakage at the timing of attaching the patch on the patient's body. The reference patch was replaced. When the ablation for premature ventricular contractions (pvc) adjacent to his was performed, the cardiac block occurred. Immediately after the ablation at 20w was conducted for 15 seconds, av block occurred. During the procedure, the av block persisted; therefore, a temporary pacemaker was placed, and the patient left the room.